Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The dilator was received with the headpiece broken in half. The trocar assembly was received intact. The circular and envelope seal were intact. No visual abnormalities were noted on the cannula. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, upon removing the device from package, a nurse dropped it onto the mayor table, the obturator broke. No patient involvement. Used another for the operation.

Event description:
Procedure: laparoscopic sigmoidectomy.